Event description:
B5: during evaluation of a returned sample, a leak due to a separation between the tubing and the drip chamber was identified. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. H10: one actual sample was received for evaluation. A visual inspection was performed to the sample using the naked eye and no defect was observed. Functional tests which included a pressure test and a clear passage under water test were performed which revealed a leak from a separation at the joint of the tubing and the drip chamber. The cause of the condition was determined to be due to an issue during a manual assembly step of the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.